Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: multiple unexplainable por events observed in the bb history. No battery cap was returned with the pump. A test battery cap secured to the pump and maintained electrical connection. The battery compartment was found to be cracked below the bumper pad. Pump case cracks observed in two locations; near the upper right corner of the display lens and between the bottom of keypad cover and case seal. Evidence of moisture observed behind the display lens. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. A leak test was performed and pump case leaks were found at both pump case cracks. The pump case was removed and moisture corrosion was found throughout the inside of the pump, including the power circuit. Unable to duplicate intermittent power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.